Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effects of bradycardia, death, myocardial infarction, pain, and thrombosis are listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the procedure was to treat a de novo lesion with heavy tortuosity and mild calcification in the mid left anterior descending (lad) artery. The patient presented with unstable angina. A 2.5 x 15 mm xience alpine stent was deployed successfully. Angiography showed the stent implant was well apposed to the vessel wall. After removal of the stent delivery system, angiography showed a clot had migrated from the left internal mammary artery (lima) to the lad and stopped at the proximal end of the stent implant. The patient was treated with anticoagulant heparin and angioplasty with a 2.0 x 12 mm balloon. During this treatment the patient was anxious and had difficulty remaining immobile and was experiencing back pain; therefore, the patient was sedated and stabilized. However, the patient was having trouble breathing followed by bradycardia requiring cardiopulmonary resuscitation (CPR), intubation and was transferred to critical care unit (ccu). The patient died in ccu the same day. The physician indicated that the patient death was due to the myocardial infarction. No autopsy was performed. It was further reported that due to renal failure and severe cardiovascular disease, the patient was only given a short time to live; however, it was his wish to have the percutaneous coronary intervention. No additional information was provided.